Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported she was not able to get the neurostimulator to work even after replacing the batteries. The patient was instructed to sync with the ins, but she saw a warning screen stating the ins charge level was low and stimulation had stopped. The patient was told that she needed to charge the ins. The patient was instructed on how to perform a recharge session and it was recommended the patient call back when she had access to the ins recharger (insr) equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.